Manufacturer narrative:
Investigation summary: bd received samples and a video from the customer facility for investigation. The video was evaluated and the customer's indicated failure mode for separation of the hub and collar with the incident lot was observed. Additionally, evaluation of the customer samples was performed and no separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer video, the customer¿s indicated failure mode for separation of the hub and collar with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and separation was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the needle when removing the shield, the safety mechanism is removed. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: when removing the shield, the safety mechanism is removed.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the needle when removing the shield, the safety mechanism is removed. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when removing the shield, the safety mechanism is removed.